Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant. Prior to implanted, the annulus diameter was measured to be 83 mm, the area was measured to be 529.8 mm, and the perimeter was measured to be 26.1 mm. The implant depth at deployment was 8/9 mm and the final implant depth at release was also 8/9 mm. After the valve was implanted, a paravalvular leak was observed. A post dilation balloon valvuloplasty was completed with a 24mm non-abbott balloon. The valve moved deeper into the left ventricular outflow tract by 2-3mm due to the post dilation procedure, and the paravalvular leak became severe. An atrioventricular block was also noticed after the post dilatation procedure. A 29mm non-abbott device was then successfully implanted in a valve-in-valve procedure. After the valve implantation procedure was completed, a permanent pacemaker was implanted in an emergency procedure. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of the paravalvular leak and atrioventricular block upon post dilatation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. A returned device assessment could not be performed as the device remains implanted and was returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Image from field appeared to show the aortic dimensions and a video demonstrated imaging of deployed valve. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."